Event description:
Paramedics responded to a person described as in full cardiac arrest. According to the reporter, the device would not charge when the charge button was pressed. A backup defibrillator was at the scene and immediately used. The patient was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending paramedic's assessment of the pt's viability and the immediate availability and use of a back up defibrillator/monitor.